Event description:
It was reported to philips that the device experienced a pacing failure during operational testing. The power on message would state "check limb leads" and when attempting on demand pacing would display a "pacing paused" message. There was no reported patient or user involvement and no adverse patient/user impact.